Manufacturer narrative:
Device expiration date: unknown. Investigation summary: since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in your description of the event. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Device manufacture date: unknown.

Event description:
It was reported that the 22g x 1.00in (0.9 x 25 mm) w/ y non-pvc intima ii plus experienced foreign matter contamination. The customer reported, "it was found oil-brown foreign matter after opening the package, which was against sterility principle. Then stop use."